Event description:
Osteolysis behind cup.

Manufacturer narrative:
The devices associated with this report was not returned. Review of the device history records and or a complaint database search was not possible as the product and lot codes required were unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain the complaint samples proved unsuccessful. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.